Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the intervention required to treat the right groin hematoma. It was reported that two mitraclips were implanted reducing mitral regurgitation from 3 to 1. The patient had a right groin hematoma post procedure. A non-abbott pressure device was applied to the groin and a figure 8 suture was placed. There were no device issues reported. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The investigation determined that the reported hematoma was related to procedural conditions. Based on the information reviewed, the reported hematoma was likely a result of procedural conditions, as the steerable guide catheter is inserted into the anatomy through an access site in the right groin. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.